Event description:
It was reported that the pump was sounding a pressure alarm even though there was no apparent cause. An alarm tone continued to sound even after the battery was removed. There was no reported patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. The customer-reported issue of early pump alarms was investigated and partially confirmed; no alarm tone was observed during testing. Visual inspection was also performed. The issue was determined to be caused by false or missing calibration of the dso sensor and was addressed by replacement of the dso seal. Resolution was confirmed by the technician, and the device will undergo functional and delivery testing. The device will be returned to the customer once test results are confirmed to be within specification; should any tests fail, the device will be returned to the technician for additional repair.